Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer often experienced low blood glucose (bg) levels as low as 44 mg/dl. The contact stated that they frequently gave the customer crackers, gummy bears, and other food to address the low bg. Reportedly, the contact and healthcare provider are working closely to adjust the pump settings.